Event description:
A report was received that the patient was not able to charge his ipg. Troubleshooting was performed but was not successful. An x-ray was taken and the results were normal. The patient had a surgery in which electrocautery may have been used. The patient underwent an explant procedure and is reportedly doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient was not able to charge his ipg. Troubleshooting was performed but was not successful. An x-ray was taken and the results were normal. The patient had a surgery in which electrocautery may have been used. The patient underwent an explant procedure and is reportedly doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. ((B)(4)).

Manufacturer narrative:
The ipg passed all visual, electrical, performance, and photographic imaging tests performed. The device exhibited normal charging characteristics when charged. The device exhibits normal device characteristics.